Manufacturer narrative:
Date sent to FDA: 2/26/2019  (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted it was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional h6 patient codes: 1811; 2191; 2607; 3191 - loss of appetite; 3189 - surgical intervention. Additional information: a1, d1,d2,d3 d4, e1. Additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2016. It was reported the patient experienced pain, nausea, diarrhea, chills, inflammation, loss of appetite, and weight loss. Corrected information: g1.